Event description:
It was reported that the patient presented to the emergency room due to shortness of breath and dizziness. There was t-wave oversensing (twos) suspected with the right ventricular (rv) lead, and the patient's heart rate was observed to be in the forties, even though the device was programmed to seventy beats per minute. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.